Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert. It was discovered that the right ventricular (rv) lead had dislodged and ex hibited low impedance. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.